Event description:
It was reported that during a ureteroscopy procedure, advancement difficulties and a shaft kink occurred. The procedure was being performed for a "possible kidney stone" located in an unspecified ureter. Upon attempting to advance the polaris ultra ureteral stent over an unspecified guide wire, the stent was unable to be loaded onto the guide wire due to a kink at an unspecified location on the stent. The device was not used on the patient. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.